Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 6cm in diameter abdominal aortic aneurysm on an unknown date. The proximal aortic neck diameter measures 28-30mm diameter. It was reported that on a recent CT scan, a proximal type I endoleak was observed. There was no evidence of migration. The physician stated that the cause of the endoleak was due to disease progression. The physician performed an open repair and explanted the stent graft. A dacron graft was sewn in resolving the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).